Event description:
In 2000, the facility's surgical buyer informed the MFR's representative of the following: "split in catheter". The facility stated this is the second time (ref. MDR# 1056436-2000-00151 for first incident) this has happen with this type of catheter (this was a different pt). No further info was provided.